Event description:
It was reported that, "the cup loosened."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Additional info (x-ray, medical records, op notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.